Event description:
The customer reported that they were experiencing symptoms and tried to use their precision xtra meter. The customer noticed that the calibration bar was missing; therefore, unable to test their glucose level. The customer went to the hospital and received a glucose reading of 435 mg/dl. It is unknown what treatment and diagnosis were given to the customer. However, the customer stated that they were admitted to the hospital in the intensive care unit for stomach and chest issues and that their "sugar was out of whack." There was no report of death or permanent impairment associated with this event.

Event description:
Customer reportedly received results of 331 mg/dl and 51 mg/dl within 10 minutes on the aviva system. Customer was given a snack; no low blood glucose symptoms reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter manufacturer date is unknown.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.